Event description:
It ws reported the pt could not recall the last time she charged her ipg or had stimulation. She stated it has been "many months". The sjm rep confirmed the pt's ipg was unable to communicate with external devices. A x-rays revealed no anomalies with the system. It was reported the pt will consult with her physician regarding the issue. No further info is available at this time..

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.